Manufacturer narrative:
The insulin pump alarmed and failed to communicate with glucose meter due to faulty connector on remote frequency remote frequency board. The insulin pump received with cracked case on the display window corners and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed selftest twice and it is not communicating with the meter. Customer stated the alarm did not occur during the rewind/prime sequence. A temporary basal was programmed before the alarm occurred. Customer was advised to program a normal bolus into the air; bolus amount was recorded in the bolus history. Blood glucose value was 164 mg/dl. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.